Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure coil and inner rod was noted to be far out of the tubal ostia and into the uterine cavity (left)') and device breakage ('multiple fragments of metallic coiled wire') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coil in its entirety). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: trailing coils- left-9, right-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('the essure coil and inner rod was noted to be far out of the tubal ostia and into the uterine cavity (left)') and device breakage ('multiple fragments of metallic coiled wire') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of essure coil in its entirety). Essure was removed on (B)(6) 2020. At the time of the report, the device expulsion and device breakage outcome was unknown. The reporter considered device breakage and device expulsion to be related to essure. The reporter commented: trailing coils- left-9, right-12. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.